Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed tha the source of the leak was longitudinal tear on the balloon, approximately 5mm fro the balloon proximal tip. The review of the lhr (lot f130504) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. See MDR 3004939290-2014-00190 for the second device.

Event description:
The aci sales professional reported that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram revealed "minimal" presence of pvd/calcium in the vicinity of the access site and the vessel size to be 9mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pull back. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f7f was deployed. The balloon from the second device also ruptured. The second device was removed and a device from another manufacturer (angioseal) was deployed successfully. No further information is available.